Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon eval, there was a bent pin in the electrode belt's trunk cable connector. The cause for the bent pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his belt connection would not connect with the monitor. The pt was provided with a replacement electrode belt.